Manufacturer narrative:
Unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 165 mg/dl. Troubleshooting was performed. The device was returned for analysis.